Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed as part of a clinical trial in (B)(6) and was an endovascular therapy of the right sfa (100% excentric stenosis, length 7 cm, diameter 6 mm) using the turbohawk and embolic protection. The procedure was performed from the contralateral. After several cuts, on the 3rd insertion, the subject complained of pain. By angiography, a perforation was confirmed. Long ballooning was performed for 20 minutes. Then the hemostasis of lesion was confirmed. The perforation was resolved.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reportred event. (B)(4)